Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13861. It was reported the patient experienced uncomfortable stimulation and it was found the lead is interior. Surgical intervention may take place at a later date. Note: it is unknown which lead is liable as such both leads are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's lead was explanted and replaced to resolve the issue.